Manufacturer narrative:
Continuation of d10: product ID wr9220; serial# (B)(6). Product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) ubd: 03-may-2023, UDI#: b3: event date is month/year valid. H7: device not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the recharger battery stopped working. The green light rapidly flashes up and down when it is on the charging dock but when they take it off the dock it does not turn on. The issue started 2 weeks ago and patient commented they are certain the ins battery is depleted because they have not been able to charge. Patient confirmed they keep the recharger on the dock and connected to power when not in use. The ac light was displayed on the back of the dock and there did not appear to be anything obstructing charging pins so it was not clear what might have caused this issue. Recharger was unresponsive to hard reset attempt. Sent replacement request to repair.